Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited possible loss of capture on current electrograms (egm). It was also reported that the rv lead exhibited increasing impedance and thresholds. Reprogramming occurred. The rv lead remains in use. No further patient complications have been reported as a result of this event.